Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, it was deployed to approximately 3/4 when it was determined to be too deep. Traction was applied to the delivery catheter system (dcs) and the valve dislodged out of the annulus. The dcs was pulled back to the dry seal sheath. The valve was slowly pulled into the sheath and the capsule was advanced. Fluoroscopy showed the valve was 1/2 way retrieved into the sheath when the nose cone moved into the inflow portion of the valve. Additional traction on the catheter revealed that the valve was no longer attached to the catheter and the nose cone had separated from the catheter. An aortography revealed the sealing zone of the valve was not obstructing any major vessels so the sheath was withdrawn and the valve was deployed in the abdominal aorta. The dcs was removed from the patient and the nose cone was left in the aorta above the valve. A snare was advanced over the wire in an attempt to secure the nose cone while it was still on the wire. The nose cone came off the wire while attempting to snare it and moved to the iliac. A snare was again attempted but caused the nose cone to migrate over the iliac bifurcation to the contralateral iliac and lodged into the internal iliac. An angiogram revealed the nose cone was in a stable position and was not limiting flow in the vessel. This transcatheter bioprosthetic valve was implanted successfully. Three days post implant, the patient expired due to ventricular tachycardia arrest. It was not reported whether the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.

Manufacturer narrative:
This report is regarding the implant of the second valve. Separate reports will be filed for the first valve and delivery catheter system (dcs). This device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Multiple attempts to obtain further details on this event have been unsuccessful. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Conclusion: ventricular tachycardia is a life threatening arrhythmia event that is typically associated with myocardial infarctions, poor ventricular function, or inadequate myocardial protection during interventions. There was no allegation of direct relationship between the device and the patient's death, as the subject valve was implanted with no report of malfunction at the time of death. It is possible that this event is related to procedural factors from the initial implant attempt and patient medical condition. However, an assignable root cause cannot be determined with the limited information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.